Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 512b o ring from the internal flapper gasket dislodged adn fell into the pt. The o ring and trocars were removed. A new trocar was inserted with no further incidence. There was no consequence to the pt.